Event description:
On 29th may 2026, rayner received notification from a healthcare facility in south africa of an event that occurred during use of a rayone emv rao200e. The event description provided states that during implantation, the lens had a scratch marks centrally right in the visual axis necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that during implantation, the lens had a scratch marks centrally right in the visual axis. The lens was explanted and exchanged during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. The rayner rayone preloaded iol injection system risk matrix identifies the following as possible causes of "scratched iol (optic)/ scratched iol (during injection)/ cracked iol (optic): forcing a blocked injector, inadequate lubrification, misuse of device, optic edge trapped / damaged on closure of cartridge. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of physical damaged to lens: sharp edge instruments used during surgical procedure; incorrect use of lens injection system; surgeon misidentifying posterior capsule creasing; lens surface ablated by nd: yag operator error; cracked optic surface post injection due to dehydration of lens. Our review of production records for the rayone emv rao200e batch 074247924 showed that all manufacturing and quality checks were conducted with successful results. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been reported against the rayone emv rao200e batch 074247924. Without the ability to examine the device and without any additional evidence (e.g., slit lamp photos, surgery video) being provided, it is not possible to determine the root cause of scratches in the iol optic.